Event description:
It was reported that this right ventricular (rv) lead exhibited helix retraction issues. The physician wanted to place the rv lead into the his bundle (without any notable issues) while revising the ra lead due to pacing inhibition. During the explant procedure, the ra lead was removed without issues, nevertheless the rv lead helix was not retracting. The physician applied traction to the rv lead to facilitate removing it. The lead was explanted, but the helix broke and was left in the myocardium of the patient. The rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed helix was broken off and the distal portion of the helix was not returned, also, helix mechanism was retracted and dried blood was noted in the helix housing.. Based upon the clinical observations and the laboratory findings, we believe that the fracture characteristics were consistent with torsional overload. Then testing was completed to assess lead electrical performance and inner insulation integrity. The electrical test did not passed due to the fractured helix.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix retraction issues. The physician wanted to place the rv lead into the his bundle (without any notable issues) while revising the right atrial (ra) lead due to pacing inhibition. During the explant procedure, the ra lead was removed without issues, nevertheless the rv lead helix was not retracting. The physician applied traction to the rv lead to facilitate removing it. The lead was explanted, but the helix broke and was left in the myocardium of the patient. The rv lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received which indicated that the patient mentioned a syncope episode due to the pacing inhibition before the revision procedure. At date, the patient exhibit shortness of breath and dizziness getting up and walking more than 5 steps. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed helix was broken off and the distal portion of the helix was not returned, also, helix mechanism was retracted and dried blood was noted in the helix housing.. Based upon the clinical observations and the laboratory findings, we believe that the fracture characteristics were consistent with torsional overload. Then testing was completed to assess lead electrical performance and inner insulation integrity. The electrical test did not passed due to the fractured helix. Correction: field h6, code e2008 added.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix retraction issues. The physician wanted to place the rv lead into the his bundle (without any notable issues) while revising the ra lead due to pacing inhibition. During the explant procedure, the ra lead was removed without issues, nevertheless the rv lead helix was not retracting. The physician applied traction to the rv lead to facilitate removing it. The lead was explanted, but the helix broke and was left in the myocardium of the patient. The rv lead was successfully replaced. No additional adverse patient effects were reported.